Event description:
A report was received that the patient had an infection at the suture site due to the wound not closing. Drainage was noted from the wound and it was confirmed that infection was not device related. On (B)(6) 2017, the patient's wound was cleaned. On (B)(6) 2018, the patient underwent a procedure to remove a suture sleeve that was believed to be the reason that the wound was not closing. On (B)(6) 2018, the patient had another suture sleeve removed and the wound finally healed. The physician confirmed that the explanted suture sleeves were from the patient's permanent implant. The patient was prescribed antibiotics and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-56 serial#: (B)(4), description: avista MRI perc lead kit, 56cm. The explanted suture sleeves were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the suture site due to the wound not closing. Drainage was noted from the wound and it was confirmed that infection was not device related. The patients wound was cleaned and the suture sleeves were removed as this was believed to be the reason that the wound was not closing. The patient was prescribed antibiotics and the wound had healed. The patient was reportedly doing well.